Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, there was an issue with the plunger. Plunger advanced but did not advance on the lens but half was optic and damaged. There was no patient harm and lens was not injected. Additional information received stating that the procedure was completed on same day. There was no patient contact. As per surgeons opinion plunger did not advance properly.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The trailing haptic was observed to be stuck/caught in the nozzle tip on the returned photo. Photo review: received photo shows a company device. The plunger is advanced outside of the device. The majority of the intraocular lens (iol) is hanging outside of the nozzle tip, the trailing haptic appears to be stuck/caught in the nozzle tip. We are unable to determine the root cause for the reported complaint. The product was not returned for analysis. Haptic stuck/caught in tip was observed on the returned photo. Straight trailing haptic may have occurred during the lens advancement resulting in the reported complaint. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (above 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The direction for use (dfu) instructs: visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).